Event description:
The customer's mother reported via phone call that the customer received a motor error alarm during a prime. Customer's blood glucose was 64 mg/dl. The mother could not recall any significant events leading to the alarm. The mother also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarms were noted during testing. The pump was unable to prime during the prime test due to a faulty force sensor. No excessive no delivery alarms were noted during testing. Unable to confirm other error alarms in the alarm history screen due to an overwritten history file. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked case at the reservoir tube window corner.